Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs showed case start was initiated and the purge cassette and disc were inserted, however it can be seen that only the disc is inserted and detected. The case start wizard also does not progress due to this. Additionally, a photo of the incident was taken, showing the cassette and disc inserted into the console with the case wizard halted. The returned console was opened and inspected with attention focused on the purge assembly. No visual issues were found. The cassette detection was tested again, via purgecmd vshmem, where it was seen that placing the cassette into the console would not trigger the registration. Different cassettes were tested, however, testing resulted in the same error. The purge unit driver (pud) was swapped out with a known good pud, and cassette detection was functional again. Purgecmd vshmem was run again showing successful detection. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that during preventive maintenance the automated impella controller (aic) was not displaying to proceed when starting a case after the purge cassette was inserted. This aic was replaced with another aic and the procedure was successfully completed. There was no patient involvement.